Manufacturer narrative:
Concomitant medical products: non-bd tubing, syringe. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Race and ethnicity: caucasian, non-hispanic.

Event description:
It was reported that the newborn patient was given ampicillin 356mg and the pump did not completely empty the syringe. It was noted that there was 0.5 to 0.75 ml left in the syringe at the end of infusion. There was no consequence or impact to the patient.

Event description:
It was reported that the newborn patient was given ampicillin 356mg and the pump did not completely empty the syringe. It was noted that there was 0.5 to 0.75 ml left in the syringe at the end of infusion. There was no consequence or impact to the patient.

Manufacturer narrative:
Additional information: d11 the customer¿s stated issue of volume remained in the syringe at end of infusion was confirmed through testing. ¿ the customer was unable to provide the disposable syringe or information on the disposable syringe in use during the reported event. Therefore, the syringe loaded into the syringe module could not be definitively determined. ¿ the log review of the syringe module found a terumo 10 ml syringe was available and selected on (B)(6) 2020 at 12:59:41 pm in the device logs. Each programmed vtbi entered by the user were shown to have completed in the device logs. Drug ID 5 (ampicillin) was not shown to be in use on the reported event date. ¿ functional testing consisting of disposable infusion testing and asm accuracy testing performed on the source syringe module found the device operating in specification when a disposable was properly loaded. The proximate cause of the customer¿s complaint of volume remained in the syringe at end of infusion is believed to be the result of the user selecting the wrong syringe manufacturer. The syringe module demonstrated to be in specification for accuracy, operating as intended when the unit is loaded and selected with the correct syringe. Device history review: review of the sn: (B)(4) service history record showed the device had a manufacture date of (B)(6) 2012. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has been previously returned once for service. The syringe module was returned on (B)(6) 2015 for split nut recall, the recall was completed. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.